Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Helix/lobe distorted/bent.

Event description:
It was reported that at implant, the lead had high impedance and high threshold. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): shaft seal out of position, defib conductor distorted, helix distorted/bent, tip seal observation, and blood noted on helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
It was reported that at implant, the lead had high impedance and high threshold. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): shaft seal out of position, defibt conductor distorted, helix distorted/bent, tip seal observation, and blood noted on helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.